Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl. The customer experienced symptoms such as sweat, throwing up, dizzy. The customer reported a sensor glucose vs blood glucose reading mismatch. Sensor glucose value was 179 mg/dl. Tthe customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and the customer used the auto mode feature. Troubleshooting was performed and the issue was not resolved. No further patient complications were reported. The customer will discontinue the use of the pump and the pump will be returned for analysis. The sensor was worn for unknown number of days. No product return is expected for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.